Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, successfully resolving the malfunction with no recurrence. The customer was informed to contact support again if the issue reappears, and they acknowledged the instructions, allowing continued use of the pump.